Event description:
It was reported via repair work order that the bed was not raising evenly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the bed was not raising evenly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Upon completion of the investigation it was reportedly found that the jacks were unable to be raised evenly due to a damaged jack assembly. The unit could still be fully raised and lowered.